Event description:
A customer had a problem with the magellan safety combo.the customer reports "rn1 drew blood then gave blood filled syringe to rn2 who inserted the needle into the blood culture vial.when the syringe was empty rn2 withdrew the syringe and activated the safety lock and heard it audibly click into place. After labeling the specimen she picked up the syringe to dispose of it in shaprs container.when rn2 picked up the syringe she felt a scratch on her l ring finger.she noticed the plastic cover had popped back open and caught her glove, alllowing the contaminated needle to break through her gkove and scratch her finger."